Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by cloudy pd effluent. Three days after the peritonitis diagnosis, the patient was hospitalized for the event. On an unknown date, the patient was treated with injection vancomycin (1gm, every 5th day, ongoing) and injection meropenem (unknown dose, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient was recovered from peritonitis. At the time of this report, the patient remained hospitalized and pd therapy was ongoing. It was not reported if the patient/ caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.